Event description:
The manufacturer was made aware of a product complaint on 10/14/2022. It was reported that a handle spring of a system inserter/compressor malfunctioned during a surgical procedure on (B)(6) 2022 after final locking a system implant construct. There were no known patient complications or delay in treatment. A return authorization number was issued for return of the complaint instrument, which was received at the manufacturer on 10/17/2022.

Manufacturer narrative:
A visual assessment of the returned complaint inserter/compressor showed an instrument with repeated use, as identified by worn laser markings and surface scratches. The male spring of the inserter/compressor was broken near where it is secured to the instrument body with screws. A functionality assessment was not performed due to the damaged condition of the returned system inserter/compressor, which was removed from distributable inventory. A DHR review was performed for the instrument complaint lot and there were no manufacturing anomalies identified. The device lot met all required specifications prior to being released to distributable inventory. This lot has been available for distribution since 5/16/2018. The root cause of this complaint cannot be reliably determined. The complaint investigation suggests it may be possible for the male spring of a system inserter/compressor to be broken if the 420 stainless steel was bent. The male spring of the system inserter/compressor could be bent if the male and female spring did not appropriately engage during compression, or if it were bent physically to get additional handle resistance. There have not been any other complaints of a similar nature in the past 12 months. The manufacturer will continue to monitor this instrument for complaints from the field.